Manufacturer narrative:
(B)(4). The reported cerebrovascular accident is a known adverse event listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that during the carotid stenting procedure with the xact stent in the right internal carotid artery, the patients blood pressure and heart rate dropped requiring atropine and dopamine. The event resolved the same day. The patient was discharged home the following day. Ten days after the stenting procedure, the patient was re-admitted with blurred vision in the right eye that was related to an embolic branch retinal vein obstruction secondary to carotid artery disease. There was no intervention and the patient continues to have blurred vision in the right eye. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported bradycardia, hypotension, neurological events, embolism, occlusion, and visual disturbances are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that this event was determined to be a minor ischemic ipsilateral stroke.